Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified incomplete right bundle branch block and atrial fibrillation. Three days following the valve implant unspecified treatment was provided for multiple cerebral infarcts. The infarcts were confirmed by computed tomography (CT) and delirium remained. The cause of the cerebral infarcts was not identified. Approximately one month and eight days following the valve implant atrial fibrillation was again identified. No additional adverse patient effects were reported.